Event description:
Intraoperatively the metal nose of the instrument broke away. It was removed in another surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.